Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged due to twiddling. The lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
This supplemental report is being filed due to conclusion code added. Boston scientific received information that this left ventricular (lv) lead was dislodged due to twiddling. The lv lead was explanted. No additional adverse patient effects were reported.